Manufacturer narrative:
The reported device, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation or excessive force placed on the screw during insertion. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that during a surgery, the device broke in several pieces while it was being implanted. Each piece was removed from the patient with tweezers, which resulted in a surgical delay greater than 30 min. There was a backup device available to complete the procedure with no patient injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during surgery, the device broke while being implanted. All the pieces were removed from within the patient. There was a backup device available to successfully complete the procedure. A delay greater than 30 min was reported. No patient injury was reported.